Manufacturer narrative:
(B)(4). The data was not provided for investigation and the device was not retuned for product evaluation; therefore, the reported intermittent audio output cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia. A root cause for the reported intermittent audio output. Cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report they had a hypoglycemic event on (B)(6) 2015, and their receiver was having intermittent audio output. Patient stated that their neighbor came home and found patient in a hypoglycemic event and called 911. Emergency medical technicians (emt) responded and administered glucagon, and advised the patient to drink orange juice and to eat crackers with peanut butter. Emt stayed with patient until blood glucose levels stabilized. No additional event or patient information is available.